Event description:
It was reported that the patient presented for follow-up after a merlin.net transmission revealed oversensing of noise resulting in inappropriate atp therapy. The lead was explanted and replaced without further complications. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 9.5-10.5cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observation of noise.